Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) channel. A boston scientific technical services (ts) consultant discussed it appeared consistent with oversensing of the respiratory rate trend (rrt) signal. The ts consultant also noted a past spike in ra impedance measurements to a higher, but in-range, value. Ts discussed programming rrt off. The patient will be brought into the clinic for programming optimization. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) channel. A boston scientific technical services (ts) consultant discussed it appeared consistent with oversensing of the respiratory rate trend (rrt) signal. The ts consultant also noted a past spike in ra impedance measurements to a higher, but in-range, value. Ts discussed programming rrt off. The patient will be brought into the clinic for programming optimization. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.